Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with trauma, paralyzed, and needs a filter prophylactically. At some time, post filter deployment, it was alleged that the filter struts perforated into the organs and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and seven months post deployment, computed tomography scan of abdomen showed the filter was in place in a caudal position with mild tilting. The legs of the filter were seen extending beyond the confines of the inferior vena cava medially and one of the legs appeared to extend into the infrarenal abdominal aorta or aortic wall. There was no evidence for fracture of the filter components. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava and filter tilt. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with trauma, paralyzed, and needs a filter prophylactically. Seven years, six months, and eighteen days post filter deployment, it was alleged that the filter struts perforated beyond the confines of the inferior vena cava medially and the filter was mildly tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.